Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the leadless implantable pulse generator (ipg) dislodged. It was suspected that this was due to the patient's trabecular muscle problem. The leadless ipg was removed. No patient complications have been reported as a result of this event.